Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Patient additionally reported breast implant illness and right side "boob is black" and "collection of fluid." Device remains implanted.